Manufacturer narrative:
The service finding that the unit had a blank display was confirmed. Internal inspection and investigation revealed corrosion on components of the printed circuit board. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer returned the unit to the service center. On 2018-06-01, the service technician found that the unit had a blank screen. There was no patient harm.